Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a loss of stimulation on their right side due to high impedances which were displayed on both leads. The patient underwent a lead replacement procedure wherein both leads were replaced. Device malfunction was suspected.